Event description:
Patient reported being hospitalized for elevated blood glucose (800 mg/dl). Patient indicated that he was blind and that the device had generated audible errors, but he was unable to identify what they were. Care giver reported that basal rates were not set correctly. Patient indicated that he uses infusion sets longer than recommended. Patient indicated that he had been off the device for an undetermined amount of time, prior to the incident as a result of him feeling that the device was malfunctioning.